Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va26q16, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an exposed wired on the right side of the head. Surgical intervention is planned for (B)(6) 2021.